Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the right coronary artery (rca). A 3.50 x 48 mm xience skypoint drug eluting stent (des) was implanted without issue. Afterwards the physician saw that there was a need to place another des distal to the just implanted skypoint therefore a 3.0 x 08 mm xience skypoint des was implanted in the mid rca. After expansion it was noted, the des migrated more distally in the rca. A new 3.0 x 12 mm xience skypoint was then implanted in the mid rca and the des again migrated after expansion. On angiogram it was noted the two migrated des were overlapping. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.